Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right ventricular (rv) lead, the lead became stuck in the subclavian vein. The physician attempted to remove the lead with force and the lead broke; a portion of lead remained within the patient¿s vein. After implanting a new system, a second attempt was made to retrieve the portion of lead; however, it could not be successfully removed. The physician made the decision to leave the portion of lead as it was. No additional adverse patient effects were reported.